Event description:
It was reported by service report that the pt foot left siderail would not latch in the up position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - limit switch hardware stuck and preventing latch from latching.